Manufacturer narrative:
As a result of an internal audit, this report is being submitted.

Event description:
Literature reference: c hamani, et al. "Deep brain stimulation for chronic neuropathic pain: long-term outcome and the incidence of insertional effect. Pain. 2006 (125) p188-196. The article is a retrospective analysis of long-term results of deep brain stimulation (dbs) for the treatment of neuropathic pain on 21 patients. One pt suffered an iatrogenic fracture of the dbs electrodes when they were reconnected to external cables for testing. The pt required a new surgical procedure to remove/replace the fractured electrodes.